Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.

Event description:
The patient had a lesion in the severely calcified and highly tortuous mid left anterior descending (lad) artery. The stent delivery system (sds) of a 3.5x23mm cypher kinked when the physician attempted to cross the lesion. Then it broke into two pieces, when the inflation device was attempted to be attached to the hub of the sds. According to the physician, because of high vessel tortuousity, the guiding catheter (gc) was kicked back so she had to change the gc and technique from judkins to amplatz to gain more support from the catheter. The procedure was completed with a 3.5 x 18mm cypher. Even then the physician had to use excessive force to cross the lesion with the cypher. There was no reported pt injury.